Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/ diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. The most probable cause is the expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed and under infused while in use. Continuous infusion rate 2.2 ml/hr.; reservoir volume was 101 ml and 43 ml were remaining. Patient didn't receive the full dose due to the alarm. Air detector was on, upstream sensor was on, length of infusion time is 46 hours. The tubing was changed, but the pump continued to alarm. A different pump was attached, and no alarm was displayed at that time. Patient was not affected. No patient injury. No additional information available.